Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736- 2107) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("uncontrollable heavy bleeding,") and abortion spontaneous ("pregnancy (stillbirth or miscarriage)") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s)-no" and device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3 (B)(6) 1998, (B)(6) 1999, (B)(6) 2002). On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device ("pregnancy"), the first episode of abdominal pain ("cramping"), alopecia ("hair loss"), visual impairment ("vision problems"), weight increased ("weight gain"), the second episode of abdominal pain ("stabbing pains in my lower right side"), mental disorder ("mental issues"), loss of libido ("loss of sex drive"), tooth loss ("tooth loss,"), arthralgia ("pain in nutty joints"), pain ("I can't walk some days without being in excruciating pain"), dysmenorrhoea ("painful menstrual cycles"), infection ("infections"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), urticaria ("hives"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), inflammation ("inflammation"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), anxiety ("anxiety"), depression ("depression"), rash ("rashes"), pruritus ("itching"), vaginal discharge ("vaginal discharge"), muscle spasms ("legs cramps"), back pain ("back pain") and swelling ("swelling"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (B)(6) 2016total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abortion spontaneous, pregnancy with contraceptive device, alopecia, visual impairment, weight increased, the last episode of abdominal pain, mental disorder, loss of libido, tooth loss, arthralgia, pain, dysmenorrhoea, infection, vaginal haemorrhage, menorrhagia, urticaria, bladder disorder, urinary tract disorder, dyspareunia, fatigue, inflammation, urinary tract infection, cystitis, vaginal infection, migraine, headache, nausea, anxiety, depression, rash, pruritus, vaginal discharge, muscle spasms and back pain outcome was unknown and the swelling had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, anxiety, arthralgia, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, infection, inflammation, loss of libido, menorrhagia, mental disorder, migraine, muscle spasms, nausea, pain, pelvic pain, pregnancy with contraceptive device, pruritus, rash, swelling, tooth loss, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight increased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736- 2107) on 31-oct-2015. The most recent information was received on 29-oct-2018. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("uncontrollable heavy bleeding,") and abortion spontaneous ("pregnancy (stillbirth or miscarriage)") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s)-no" and device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3 ((B)(6) 1998, (B)(6) 1999, (B)(6) 2002). On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device ("pregnancy"), the first episode of abdominal pain ("cramping"), alopecia ("hair loss"), visual impairment ("vision problems"), weight increased ("weight gain"), the second episode of abdominal pain ("stabbing pains in my lower right side"), mental disorder ("mental issues"), loss of libido ("loss of sex drive"), tooth loss ("tooth loss,"), arthralgia ("pain in nutty joints"), pain ("I can't walk some days without being in excruciating pain"), dysmenorrhoea ("painful menstrual cycles"), infection ("infections"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), urticaria ("hives"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), inflammation ("inflammation"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), anxiety ("anxiety"), depression ("depression"), rash ("rashes"), pruritus ("itching"), vaginal discharge ("vaginal discharge"), muscle spasms ("legs cramps"), back pain ("back pain") and swelling ("swelling"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery ((B)(6) 2016 total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abortion spontaneous, pregnancy with contraceptive device, alopecia, visual impairment, weight increased, the last episode of abdominal pain, mental disorder, loss of libido, tooth loss, arthralgia, pain, dysmenorrhoea, infection, vaginal haemorrhage, menorrhagia, urticaria, bladder disorder, urinary tract disorder, dyspareunia, fatigue, inflammation, urinary tract infection, cystitis, vaginal infection, migraine, headache, nausea, anxiety, depression, rash, pruritus, vaginal discharge, muscle spasms and back pain outcome was unknown and the swelling had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, anxiety, arthralgia, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, infection, inflammation, loss of libido, menorrhagia, mental disorder, migraine, muscle spasms, nausea, pain, pelvic pain, pregnancy with contraceptive device, pruritus, rash, swelling, tooth loss, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight increased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 29-oct-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736- 2107) on 31-oct-2015. The most recent information was received on 18-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('uncontrollable heavy bleeding,') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s)-no" and device ineffective "device ineffective". The patient's medical history included multigravida and parity 3 (B)(6)1998, (B)(6)1999, (B)(6)2002). On (B)(6)2003, the patient had essure (ess205) inserted. In (B)(6)2003, the patient experienced urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). In (B)(6)2003, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), abdominal cramps ("cramping"), alopecia ("hair loss"), visual impairment ("vision problems"), abdominal pain localised ("stabbing pains in my lower right side"), mental disorder ("mental issues"), loss of libido ("loss of sex drive"), tooth loss ("tooth loss,"), arthralgia ("pain in nutty joints"), pain ("I can't walk some days without being in excruciating pain"), dysmenorrhoea ("painful menstrual cycles"), infection ("infections"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia,heavy bleeding (took leave multiple times)"), urticaria ("hives"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), inflammation ("inflammation"), cystitis ("bladder infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), anxiety ("anxiety"), depression ("depression"), rash ("rashes"), pruritus ("itching"), vaginal discharge ("vaginal discharge"), muscle spasms ("legs cramps"), back pain ("back pain"), swelling ("swelling") and allergy to metals ("nickel allergy"), was found to have a pregnancy with contraceptive device ("pregnancy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, abortion spontaneous, pregnancy with contraceptive device, abdominal cramps, alopecia, visual impairment, weight increased, abdominal pain localised, mental disorder, loss of libido, tooth loss, arthralgia, pain, dysmenorrhoea, infection, vaginal haemorrhage, menorrhagia, urticaria, bladder disorder, urinary tract disorder, dyspareunia, fatigue, inflammation, urinary tract infection, cystitis, vaginal infection, migraine, headache, nausea, anxiety, depression, rash, pruritus, vaginal discharge, muscle spasms and back pain outcome was unknown and the swelling had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal cramps, abortion spontaneous, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, infection, inflammation, loss of libido, menorrhagia, mental disorder, migraine, muscle spasms, nausea, pain, pelvic pain, pregnancy with contraceptive device, pruritus, rash, swelling, tooth loss, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight increased and abdominal pain localised to be related to essure (ess205). The reporter commented: patient was not currently planning for essure removal quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 18-nov-2019: plaintiff fact sheet received : new reporter, event date and new event nickel allergy were added. On 18-nov-2019: plaintiff fact sheet received : no new information. Follow-up 5 and 6 were processed together. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736- 2107) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("uncontrollable heavy bleeding,") and abortion spontaneous ("pregnancy (stillbirth or miscarriage)") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s)-no" and device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3 (B)(6) 1998, (B)(6) 1999, (B)(6) 2002). On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device ("pregnancy"), the first episode of abdominal pain ("cramping"), alopecia ("hair loss"), visual impairment ("vision problems"), weight increased ("weight gain"), the second episode of abdominal pain ("stabbing pains in my lower right side"), mental disorder ("mental issues"), loss of libido ("loss of sex drive"), tooth loss ("tooth loss,"), arthralgia ("pain in nutty joints"), pain ("I can't walk some days without being in excruciating pain"), dysmenorrhoea ("painful menstrual cycles"), infection ("infections"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), urticaria ("hives"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), inflammation ("inflammation"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), anxiety ("anxiety"), depression ("depression"), rash ("rashes"), pruritus ("itching"), vaginal discharge ("vaginal discharge"), muscle spasms ("legs cramps"), back pain ("back pain") and swelling ("swelling"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (B)(6) 2016 total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abortion spontaneous, pregnancy with contraceptive device, alopecia, visual impairment, weight increased, the last episode of abdominal pain, mental disorder, loss of libido, tooth loss, arthralgia, pain, dysmenorrhoea, infection, vaginal haemorrhage, menorrhagia, urticaria, bladder disorder, urinary tract disorder, dyspareunia, fatigue, inflammation, urinary tract infection, cystitis, vaginal infection, migraine, headache, nausea, anxiety, depression, rash, pruritus, vaginal discharge, muscle spasms and back pain outcome was unknown and the swelling had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, anxiety, arthralgia, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, infection, inflammation, loss of libido, menorrhagia, mental disorder, migraine, muscle spasms, nausea, pain, pelvic pain, pregnancy with contraceptive device, pruritus, rash, swelling, tooth loss, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight increased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure (ess205). Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Events pregnancy (stillbirth or miscarriage), pregnancy, vaginal bleeding, menorrhagia, hives, bladder disorder, urinary problems, dyspareunia, fatigue, inflammation, urinary tract infection, bladder infection, vaginal infection, migraines, headaches, nausea, device ineffective, anxiety, depression, rashes, itching, vaginal discharge, legs cramps, back pain, swelling and essure confirmation test(s)-no added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736- 2107) on 31-oct-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s)-no" and device ineffective "device ineffective". The patient's medical history included multigravida and parity 3 (B)(6) 1998, (B)(6) 1999, (B)(6) 2002). Concurrent conditions included pelvic adhesions. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). In (B)(6) 2003, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("uncontrollable heavy bleeding,"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)"), abdominal cramps ("cramping"), alopecia ("hair loss"), visual impairment ("vision problems"), abdominal pain localised ("stabbing pains in my lower right side"), mental disorder ("mental issues"), loss of libido ("loss of sex drive"), tooth loss ("tooth loss,"), arthralgia ("pain in nutty joints"), pain ("I can't walk some days without being in excruciating pain"), dysmenorrhoea ("painful menstrual cycles"), infection ("infections"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia,heavy bleeding (took leave multiple times)"), urticaria ("hives"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), inflammation ("inflammation"), cystitis ("bladder infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), anxiety ("anxiety"), depression ("depression"), rash ("rashes"), pruritus ("itching"), vaginal discharge ("vaginal discharge"), muscle spasms ("legs cramps"), back pain ("back pain"), swelling ("swelling"), allergy to metals ("nickel allergy") and plantar fasciitis ("had plantar fascitis when I had my coils"), was found to have a pregnancy with contraceptive device ("pregnancy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abortion spontaneous, pregnancy with contraceptive device, abdominal cramps, alopecia, visual impairment, weight increased, abdominal pain localised, mental disorder, loss of libido, tooth loss, arthralgia, pain, dysmenorrhoea, infection, vaginal haemorrhage, menorrhagia, urticaria, bladder disorder, urinary tract disorder, dyspareunia, fatigue, inflammation, urinary tract infection, cystitis, vaginal infection, migraine, headache, nausea, anxiety, depression, rash, pruritus, vaginal discharge, muscle spasms, back pain and plantar fasciitis outcome was unknown and the swelling had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal cramps, abortion spontaneous, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, infection, inflammation, loss of libido, menorrhagia, mental disorder, migraine, muscle spasms, nausea, pain, pelvic pain, plantar fasciitis, pregnancy with contraceptive device, pruritus, rash, swelling, tooth loss, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight increased and abdominal pain localised to be related to essure (ess205). The reporter commented: patient was not currently planning for essure removal concerning the injuries reported in this case, the following one was reported via social media: plantyar fasciitis. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received new event had plantar fasciitis when I had coils was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) ) on (B)(6) 2015. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s)-no" and device ineffective "device ineffective". The patient's medical history included multigravida and parity 3 (16jan1998, 13dec1999, 06dec2002). Concurrent conditions included pelvic adhesions. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). In (B)(6) 2003, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("uncontrollable heavy bleeding,"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)"), abdominal cramps ("cramping"), alopecia ("hair loss"), visual impairment ("vision problems"), abdominal pain localised ("stabbing pains in my lower right side"), mental disorder ("mental issues"), loss of libido ("loss of sex drive"), tooth loss ("tooth loss,"), arthralgia ("pain in nutty joints"), pain ("I can't walk some days without being in excruciating pain"), dysmenorrhoea ("painful menstrual cycles"), infection ("infections"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia,heavy bleeding (took leave multiple times)"), urticaria ("hives"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), inflammation ("inflammation"), cystitis ("bladder infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), anxiety ("anxiety"), depression ("depression"), rash ("rashes"), pruritus ("itching"), vaginal discharge ("vaginal discharge"), muscle spasms ("legs cramps"), back pain ("back pain"), swelling ("swelling"), allergy to metals ("nickel allergy"), plantar fasciitis ("had plantar fascitis when I had my coils") and adenomyosis ("adenomyosis"), was found to have a pregnancy with contraceptive device ("pregnancy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abortion spontaneous, pregnancy with contraceptive device, abdominal cramps, alopecia, visual impairment, weight increased, abdominal pain localised, mental disorder, loss of libido, tooth loss, arthralgia, pain, dysmenorrhoea, infection, vaginal haemorrhage, menorrhagia, urticaria, bladder disorder, urinary tract disorder, dyspareunia, fatigue, inflammation, urinary tract infection, cystitis, vaginal infection, migraine, headache, nausea, anxiety, depression, rash, pruritus, vaginal discharge, muscle spasms, back pain, plantar fasciitis and adenomyosis outcome was unknown and the swelling had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal cramps, abortion spontaneous, adenomyosis, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, infection, inflammation, loss of libido, menorrhagia, mental disorder, migraine, muscle spasms, nausea, pain, pelvic pain, plantar fasciitis, pregnancy with contraceptive device, pruritus, rash, swelling, tooth loss, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight increased and abdominal pain localised to be related to essure (ess205). The reporter commented: patient was not currently planning for essure removal concerning the injuries reported in this case, the following one was reported via social media: plantyar fasciitis. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: fu17&18 process together- social media received: newly added events- adenomyosis, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority FDA (reference number: FDA-2014-n-0736- 2107) on (B)(6) 2015. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("uncontrollable heavy bleeding,") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of abdominal pain ("cramping"), alopecia ("hair loss"), visual impairment ("vision problems"), weight increased ("weight gain"), the second episode of abdominal pain ("stabbing pains in my lower right side"), mental disorder ("mental issues"), loss of libido ("loss of sex drive"), tooth loss ("tooth loss,"), arthralgia ("pain in nutty joints"), pain ("I can't walk some days without being in excruciating pain"), dysmenorrhoea ("painful menstrual cycles") and infection ("infections"). The patient was treated with surgery (she underwent a procedure to remove essure). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, visual impairment, weight increased, the last episode of abdominal pain, mental disorder, loss of libido, tooth loss, arthralgia, pain, dysmenorrhoea and infection outcome was unknown. The reporter considered alopecia, arthralgia, dysmenorrhoea, genital haemorrhage, infection, loss of libido, mental disorder, pain, pelvic pain, tooth loss, visual impairment, weight increased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure (ess205). Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: summons received- case become potentially legal, reporter added, start date and stop date of drug was updated, events painful menstrual cycles, pelvic pain and infections were added. Device category device other event was changed to incident. Essure legal manufacture has changed from bayer healthcare (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.